Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated the ins is getting replaced at the end of the month (B)(6) 2021 because therapy has not been working for quite some time for pt asked unknown event date pt stated she had an unrelated foot surgery and stated that her "gait" changed and the ins has not really worked well since that surgery. The patient was redirected to their healthcare provider to further address the issue.